Manufacturer narrative:
Product event summary - the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated that wireless telemetry is no longer available with this device. Concomitant medical products: 4568-45, lead, implanted: (B)(6) 2004.

Event description:
It was reported that a wireless telemetry "not available" message was seen on a recent interrogation. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.